Manufacturer narrative:
(B)(4). The customer was unable to duplicated the reported issue and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator generated an error message. There was no patient involvement.